Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported post-paced t-wave oversensing was observed on a device of an asymptomatic patient via a remote monitoring system. Programming changes were recommended for the next visit.

Event description:
New information received indicates that programming changes were previously made and that non-sustained rv oversensing due to another instance of post-paced t-wave oversensing was observed via remote transmission. The patient was asymptomatic. Further programming changes were made and no further t-waves were sensed.